Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s wife reported via phone call that customer was hospitalized due to high blood glucose, diabetic ketoacidosis and infection with blood glucose of over 600 mg/dl. Customer was not getting down even after treated with boluses. Customer was treated with intravenous drip and also with fluids. Customer was experiencing the symptom of high blood glucose value such as vomiting. The insulin pump will not be returned for analysis.